Event description:
Removal of fastrac feeding device. Cut tract at incision indicated on feeding device, unable to remove feeding device with traction. Performed gastroscopy to determine balloon inflation status. Observed balloon still inflated. Balloon removed by puncturing balloon with needle through the stoma track and traction. The fastrac feeding device was inflated with air.

Manufacturer narrative:
The product has been returned to the manufacturer for evaluation. Results are expected soon.